Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a pump problem. It was noted that there was a confirmed motor stall and motor stall recovery in the event logs. It was reported that the patient heard the pump alarming over the weekend and the patient developed withdrawal symptoms on (B)(6)-2014. It was noted that the patient¿s symptoms included nausea, vomiting, increased pain and increased spasticity. It was reported that the prior day there was a volume discrepancy noted at refill. It was noted that the logs show a motor stall occurred on (B)(4)-2014 at 04:23, followed by tube set on (B)(6)-2014 at 04:23 and a motor stall recovery on (B)(6)-2014 at 07:36. It was reported that the patient was feeling better at the time of report. It was noted that emi or magnetic interference was denied. It was reported that the pump currently was used to infuse fentanyl, bupivacaine and compounded baclofen. It was reported seven days later that as of (B)(6)-2014. The patient was still on the prescribed dose using their pump. It was noted that the motor stall had already recovered and the healthcare provider (hcp) wanted it to stay on and use oral pain medications if needed. It was reported that the patient is currently being scheduled for a replacement pump.